Event description:
As a pharmacy buyer, I noticed that 2 different products from the same manufacturer have very similar ndc numbers which could lead to an adverse event. The manufacturer is becton dickinson and the products are heparin lock flush syringes 10usp 5ml in a 10ml syringe and sodium chloride 0.9% flush syringe 10ml in a 10ml syringe. The ndc numbers are almost identical for 2 different products: heparin (B)(4), saline (B)(4). I thought the 1st five identified the MFR, the middle identified the drug and the end identified the package size. This is just the example that was identified at our pharmacy. There is whole range of sodium chloride and heparin syringes from this MFR that have the same middle, but different last 2 numbers including heparin of different strengths 10 units and 100 units. This seems like a huge problem waiting to happen.